Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s device failed to complete the cyber security update because the wand slipped and the device entered bvvi mode. The device was restored by downloading the previous device firmware. The device was reprogrammed but did not reattempt the upgrade. A change in pacing mode was noticed but patient did not feel symptomatic. Device remains implanted.